Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case fell from the customer's waist band causing the infusion set to pull out. The customer's blood glucose reached 280 mg/dl.